Manufacturer narrative:
This report is filed april 28, 2016. The device is currently unavailable.

Event description:
Per the clinic, the device was explanted (B)(6) 2016 for reasons unrelated to the device.